Manufacturer narrative:
No battery out limit alarm noted. All operating currents are within specs. Unit passed self test and displacement test. No button error alarm noted. All buttons function properly. No moisture damage or corroded keypad traces noted. Unit had cracked belt clip slot, stained end cap sticker, battery tube threads cracked, cracked reservoir tube lip, minor scratched lcd window and cracked case at display window corners.

Event description:
The customer reported that the insulin pump had a battery out limit. The customer also reported that the escape and act buttons were not responding properly. Blood glucose level at the time of the incident was 150 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.